Manufacturer narrative:
Backup operation and premature battery depletion were confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016. The cause of the reported event of backup vvi is consistent with low battery voltage resulting from pbd.

Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that the implantable cardioverter defibrillator exhibited backup vvi mode. The patient noted that they felt the device vibrating prior to follow-up visit. The device was explanted and replaced. The patient¿s condition was stable.